Event description:
Customer reports that while attending cardiac arrest, defibrillator would not charge. Alternative machine was used; there was no reported adverse oucome to the patient. The device was repaired by hospital biomeds.